Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the recharging device was saying cannot locate the device; patient (pt) confirmed that no device found appeared when trying to recharge the ins. Pt confirmed that there was no apparent damage to the recharger (rtm); pt stated that the rtm was in perfect condition. Patient services (pss) asked the pt if the rtm would get hot when recharging the ins; pt stated that on occasion the rtm would get hot. Pt confirmed that there were no issues recharging the controller from the power supply. When asked for the event date, pt stated that it was about a week and a half to two weeks ago. Pt stated that they called a manufacturer representative (rep) a couple days ago and left a couple messages regarding the problem and that the rep called them back yesterday evening. Pt mentioned that the rep adjusted their therapy settings about a week ago and that the device seemed to be operating a lot better than in the prior month or so. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found there was a poor recharge quality message and the recharger failed the rms voltage at the h field probe test. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.